Event description:
Customer reported being hospitalized for diabetes ketoacidosis and that it was mainly due to an infection he had due to stomach flu. Alarm history shows a no delivery alarm. Unable to complete troubleshooting at this time, customer did not have tubing clamp for high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.